Event description:
It was reported to the manufacturer by the end user, per the end user the nurse was looking at the bolsters on the mattress since the patient had fallen on the floor. It seems that the bolsters on the mattress were not intact causing the patient to slide off of the mattress and onto the floor. The patient was sent to the ER. No injuries, only bruising. CT scans were done and doctor will be called for safety reasons. Numerous requests to this facility have been made to receive additional information and details related to this alleged incident report with no response from the facility. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.